Event description:
It has been reported to philips that the azurion device would not x-ray when the footswitch was pressed. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device would not get x-ray when the footswitch was pressed. Upon functional testing, the fse found there was no commands from footswitch and confirmed that the defect was with the wired footswitch. To resolve the issue, the philips engineer replaced the biplane footswitch. After replacement of biplane footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.